Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with device pocket redness and swelling. Physician determined that patient developed a pocket infection and admitted patient to the hospital. The pulse generator and leads were extracted with no difficulty and no complications. According to the physician, the infection was not device or procedure related. The patient tolerated the procedure well, and remained stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.